Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
An olympus territory manager was onsite to provide education and support to the customer for the purchase of a new tjf-q190v scope. During the visit, the olympus representative observed the tjf-q190v being incorrectly reprocessed after a case. Also, during this visit, the olympus representative observed a procedure using a bronchoscope, and it was reported the bronchoscope was being improperly reprocessed. Additionally, the customer informed the olympus representative of two patients who experienced infections: one occurred after a routine colonoscopy and the other infection occurred after an endoscopic retrograde cholangiopancreatography (ercp). The customer confirmed that both infection cases were investigated within the facility by the infection prevention team, and it was determined the infections were not related to the olympus devices/procedures. The olympus endoscopy support specialist has conducted several onsite educational in-services for the customer concerning reprocessing. Case with patient identifier (B)(6): tjf-q190v reprocessing issues. Case with patient identifier (B)(6): bf-1th190 reprocessing issues. Case with patient identifier (B)(6): cf-q160al infection event. Case with patient identifier (B)(6): tjf-q190v infection event.

Manufacturer narrative:
The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This report is being supplemented to provide additional information based on the provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. An olympus endoscopic support specialist (ess) provided an reprocessing in-service to the customer where cds practices were noted: no actions that the customer is performing at this time would have any potential infection risk according to the ess. The customer performs cleaning verification checks on the ercp scope before moving from manual cleaning to automatic endoscopic reprocessing (aer) high level disinfection (hld) using the evo-tech. The customer has stated to the ess they do not believe the infection was due to the endoscope. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the user¿s understanding differed from olympus recommendation in device handling and reprocessing step. The following is included in the device IFU: "precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." "Precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor field performance for this device.